Event description:
Caller reported blood glucose results of 70 mg/dl on aviva system 1, 150 mg/dl on aviva system 2 within 10 minutes. Customer self-treated symptoms of hypoglycemia by eating. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2.